Event description:
Customer reported being hospitalized for dka. It was reported that cannula was pulled out of body prior to hospitalization. Md believed that site not being inserted was the cause of hospitalization. During troubleshooting, the pump did not alarm during high pressure test. Customer was advised to change out entire infusion set and reservoir and repeat test. Pump again did not alarm during high pressure test.

Manufacturer narrative:
Analysis revealed that pump alarmed motor error due to faulty force sensor. Unable to perform further testing as a result.